Event description:
Healthcare professional states patient experienced chest pain, "symptoms of rupture", and retrograde lymphoma. Healthcare processional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional states patient experienced chest pain, "symptoms of rupture", and retrograde lymphoma. Healthcare processional reported right side rupture. Healthcare professional later reported 'biopsy' and 'retrograde gonorrhea lymphoma', not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on radius assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ infection (unknown onset): unable to observe since it is not related to the device. Additional observations: ¿ stress marks observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional states patient experienced chest pain, "symptoms of rupture", and retrograde lymphoma. Healthcare processional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09/feb/2024.

Event description:
Healthcare professional states patient experienced chest pain, "symptoms of rupture", and retrograde lymphoma. Healthcare processional reported right side rupture. Healthcare professional later reported 'biopsy' and 'retrograde gonorrhea lymphoma', not device related. Device has been explanted and replaced.